Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 400 mg/dl at the time of incident and current blood glucose was of 430 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated their blood glucose with insulin pump. Customer was not using auto mode feature at the time of reported high blood glucose event. Customer's blood glucose went to the normal after changing infusion set. Insulin pump will not be returned for analysis.